Event description:
It was reported that a ventilator stopped ventilating and displayed two technical error codes while being used to treat a patient, one indicating "disabled valves" and the other an "internal communication error". There was no patient harm reported. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. It is based on an evaluation of received device logs and an investigation of the returned control printed circuit board (pcb). The evaluation of the received device logs confirms a single occurrence of the reported technical errors on the date of event, during ventilation. These errors indicate disabled valves, a communication error and stop of ventilation. During laboratory tests with the returned control pcb installed in a reference ventilator, several pre-use checks succeeded and simulated use test ventilation ran for totally 9 days without any problems related to the control pcb encountered. During stress tests however, it was found that the control pcb might be sensitive to cooling/moisture. The reported technical errors appeared once and a related startup error several times during the cooling test. After a while, the control pcb recovered and simulated use test ventilation could continue without further issues. No permanent fault condition was found. The conclusion in this matter is that the reported issue was confirmed in the received device logs and repeated during stress tests. It may be caused by a sensitive control pcb or be an emc related issue, but this cannot be confirmed.

Event description:
(B)(4).